Event description:
It was reported that the vns pt underwent generator revision surgery for end of service and during explant of the generator; the lead connector pin was detached from the lead body. It was confirmed that the surgeon had fully loosened the setscrew of the generator prior to attempting to remove the connector pin. The explanted lead and generator have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.